Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 557 mg/dl. Customer treated high blood glucose with the insulin pump. Customer states that they have an issue with the insulin pump's battery because it powered off in the middle of the night. Customer woke up with a high blood glucose. Troubleshooting was performed and did not resolve the issue. The product was returned for analysis.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot (p) noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).